Event description:
Related manufacturer reference number 1627487-2023-00155. It was reported that the patient's ipg became inoperable on an unknown date. Surgical intervention was undertaken in which the ipg was explanted and replaced to address the issue. During the procedure, the patient's extension was found to be frayed. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.